Event description:
The customer alleged they received questionable tina-quant albumin (alb) results on their p-module intermittently for the last week. The customer verified that there were some discrepant results that were reported outside the laboratory, but he did not know how many. The customer provided data for eleven patient urine samples, all of which were tested on (B)(6) 2012. The doctor concluded there must be a probe carry-over problem, and had the customer change the probe. Patient one had an initial alb result of 0.6 mg/l. The repeat result was 48.3 mg/l. Patient two had an initial alb result of 0.0 mg/l. The repeat result was 46.2 mg/l. Patient three had an initial alb result of 1.0 mg/l. The repeat result was 46.8 mg/l. Patient four had an initial alb result of 0.4 mg/l. The repeat result was 49.7 mg/l. Patient five had an initial alb result of 2.6 mg/l. The repeat result was 38.6 mg/l. Patient six had an initial alb result of 2.1 mg/l. The repeat result was 48.2 mg/l. Patient seven had an initial alb result of 1.5 mg/l. The repeat result was 33.6 mg/l. Patient eight had an initial alb result of 0.5 mg/l. The repeat result was 31.7 mg/l. Patient nine had an initial alb result of 1.9 mg/l. The repeat result was 44.2 mg/l. Patient ten had an initial alb result of 0.8 mg/l. The repeat result was 47.3 mg/l. Patient eleven had an initial alb result of 1.5 mg/l. The repeat result was 42.3 mg/l. The customer considered the repeat results to be correct. It was unknown if there were any adverse events. The alb reagent lot number was 63867001 and the expiration date was 10/31/2012. The field service representative could not find the cause. He performed an analyzer adjustment and mechanism checks. He performed a precision test which passed. The customer ran quality control with passing results.

Manufacturer narrative:
A root cause could not be determined. The instrument was working properly after the service visit. No patients were adversely affected.